Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed; however, the transducer was not returned for analysis. Further investigation for a root cause could not be determined. Reference#: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, during a heart surgery exam the z6ms showed a temperature warning. This occurred twice with the same patient, so the probe was retracted and a different system was used to complete the exam. There was no injury.